Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the keypad on the touchscreen would not switch from numerical to alphabetical. Troubleshooting with tandem technical support was performed, and the customer was able to successfully switch from numerical to alphabetical. In addition, it was reported that the customer had fluctuating blood glucose (bg) levels in the 40-600 mg/dl range. The cause for fluctuating bg levels was unknown; however, the customer did not believe fluctuating bg levels were due to the pump or supplies. Customer declined to provide any additional information regarding the reported fluctuating bg levels.